Event description:
As reported by canadian distributor, the hospital customer is experiencing air bubble issues with the large bore fluid delivery set packaged with their convenience kit. No samples being returned. There have been no patient incidents or injuries.